Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra pump max canister kit (canister). During the procedure, the foam in the canister was building very quickly and compromised the filter at the top, causing blood to enter the tubing that attaches to the penumbra system aspiration pump max 110 (pump max); therefore, the physician used a second canister to complete the procedure. There was no report of an adverse effect to the patient.